Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with broken off piece at the battery tube threads. Unit received with missing display window cover. Unit received with peeling end cap sticker. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with operational currents within spec and passed self test. Pump trace download analysis confirmed the pump alarmed power error 25, low battery alert and power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, low battery alert and power loss alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery alert less than 1 week. Blood glucose was 10.2 mmol/l. Customer¿s mother reported several battery alarms the past days. Customer reported several battery alarms the past days and insulin pump alarms battery is out of power. The insulin pump will be returned for analysis.